Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebq2522 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebq2522) have been reported from the same china facility. Device has not yet been returned for evaluation.

Event description:
It was reported when the extension tubing connected to the catheter, leakage was found at the gap between the catheter and the extension tubing. The device was not used on a patient. This report addresses the first of two devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and the cause appears to be use related. Two 4 fr groshong nxt connector extension sets were returned for investigation. One extension set had use residue on the red hub. The catheter was not present within the compression sleeve. The other extension set had a section of the catheter within the compression sleeve and did not extend past the distal end of the sleeve. The sample without the catheter segment had the molded winged hub partially separated from the two piece connector tube. The cavities created from the two piece connector ribs were present on the winged hub connector which is indicative that the winged hub was manipulated off the connector. The connectors were flushed with water using a 12 ml syringe and were patent to infusion. During pressurization, the connector without the catheter segment was found to leak at the connection between the molded winged hub and the two piece connector. Based on the description of the reported event and condition of the returned sample, the cause of the leak is likely due to manipulation of the winged hub with tensile forces; therefore, the complaint is confirmed, use related. A lot history review (lhr) of rebq2522 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebq2522) have been reported from the same (B)(6) facility.

Event description:
It was reported when the extension tubing connected to the catheter, leakage was found at the gap between the catheter and the extension tubing. The device was not used on a patient. This report addresses the first of two devices.